Event description:
The device was used during a laparoscopic appendectomy. It was reported by the affiliate that the clips were scissored. A new applier was introduced to complete the case. There were no consequence to the patient.

Manufacturer narrative:
H6; code 400: misaligned jaw tips. Facility experienced an event with your ligaclip endoscopic rotating multiple clip applier while performing a lap appendectomy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #971466. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaw yes, damaged jaws no, damaged feed bar no, damaged floor no, damaged handle shrouds no, damaged trigger no, damged tube no, damaged weld seams no. Functional tests & results: antibackup functional yes, firing: feed conform yes, firing: form conform no, jaws: hold clip yes, jaws: inside width at tips .214, lockout functional yes. Analysis conclusion: based upon the inquiry info recevied and the visual examination, it was concluded that the instrument was returned with misaligned jaw tips. The instrument was cycled, fed, and scissored the clips due to the misaligned jaw tips. No conclusion could be reached as to how the jaw tips had become misaligned. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve the products.